Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trendings, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure, significant blood loss occurred. The physician used an encoure advantage 26 inflation device, but the touhy of the device leaked throughout the case. The touhy would not create a tight seal causing the pt to lose a significant amount of blood, estimated by the physician to be "1.5 to 2 units". The pt did not receive any treatment for the blood loss and did not have a prolonged hospital stay. The procedure was completed with this device. Pt status post procedure is noted as fine. Additional info regarding this event has been requested, but is not available.